Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch additional information requested but unavailable: did the jaws eventually open? If the jaws did not open, how was the device removed from the tissue (cut off, pulled off)? Did the post-operative care change based on the event? If yes, please explain. What is the current status of the patient?

Event description:
It was reported that during a laparoscopic transverse colectomy, the jaws did not open after the 4th stroke of the 1st firing on the colon. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.